Event description:
Boston scientific became aware of an event involving an spaceoar device through the article, perineal abscess following spaceoar insertion. Cureus, azhar, u et al. The patient presented to the hospital with a perineal pain for two weeks in duration. The patient was febrile at 38, 7 centigrade. The patient had his abdomen soft, nontender and nondistended with normoactive bowel sounds. The patient had nontender prostate and a mildly swollen scrotum, a foley was placed for acute urinary retention. A computed tomography (CT) scan was performed and showed moderate soft tissue inflammation at the perineum with a fluid collection located between the prostate and the rectum. The location of the collection was consistent with hydrogel placement. The event was addressed with intravenous vancomycin and piperacillin-tazobactam for empiric antibiotic coverage. Then a surgery was performed, an incision and drainage of the abscess were performed via the perineum with 150 cc of purulent fluid drained, irrigation was performed with betadine and hydrogen peroxide, the wound was packed, and a penrose drain was left in the perineum. A general surgery physician was consulted to evaluate the rectum, no fistula or perforation was found. No further debridement was performed. Cultures were performed, and the abscess gram reveled rare variable coccobacilli. The blood cultures had no growth. The patient's pain improved postoperative, and he was transitioned over to oral amoxicillin/clavulanic acid for seven days. The article reported the patient's symptoms were resolved. Boston scientific was unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2023, was chosen as the best estimate based on the date boston scientific became aware, 12/29/2023. Block d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source azhar, u et al. Perineal abscess following spaceoar insertion. Cureus (2023); 15(12) block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2326 captures the reportable event of inflamation.